Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an opened sample of product code 4999, lot par570 was returned for analysis. During visual inspection of the sample, a partially dispensed green suture (braided) with a cutting-edge needle could be observed into a paper folder; however, this mismatched with the print description on the foil for product code 4999 that required an ethilon black suture (monofilament) and a taper point needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample received, the reported complaint was observed for assembly product mix / incorrect component.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. Suture was in the wrong foil. Another suture was opened. No reported patient consequences.